Event description:
It was reported that the inner packaging of the stem was found faulty. The outer wrap was intact so the implant was used. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565-2022-01703.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565-2022-01703.